Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." The device condition suggests it fractured by the distal tip being forced to bend relative to the main body, causing high lateral stress on the fracture side of the distal end. The device apparently fractured on one side of the holes, and along the toggle slot, hinging on the other side of the holes and nearly fracturing into two pieces where the holes and slot meet. It is unknown what forces are applied during a surgery that could cause such a fracture. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent anterior cruciate ligament repair procedure on (B)(6), 2011. Twenty-four hour post-operative radiographs revealed that fixation device had fractured. Subsequently, patient was revised on (B)(6), 2011, with the fixation device being removed and replaced.